Event description:
It was reported that the user experienced multiple infusion set occlusions with the ilet system with a reported highest blood glucose of 350 mg/ that were only resolved after changing the infusion set, resulting in increased insulin supply utilization and a shortage of infusion sets until the next shipment. Investigation of this case revealed infusion set occlusions consistent with flow restriction at the infusion site, with resolution following infusion set changes. Clinical symptom included dry mouth associated with hyperglycemia reported. Outcomes included the need for replacement supplies without health impact or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was infusion site occlusion requiring set replacement.